Manufacturer narrative:
G4:25may2021. G5:510k: k102985. B4:21jun2021. The customer confirmed the reported failure. The customer replaced the user interface (ui) to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported the unit operates but there is no back light. Previously, the power management board (pm) was replaced and now the unit operates but no display. The unit was not in use, and there was no patient or user harm reported.